Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that the ivad was not able to get an eject light on the signal processor lead while on the dual drive console. The pt was then placed on a tlc-ii and rvad occlusion alarms occurred. The tlc-ii driver was then replaced, however, the alarms persisted so pt was again placed back on the ddc, and taken to the operating room where a pump exchange took place from one ivad pump to another ivad pump. The pump will not be returned for analysis.